Manufacturer narrative:
Continuation of d10: product ID harmony-25 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after completion of a transcatheter pulmonary valve implant procedure, while the patient was being transferred back to their room, the patient noted that they had abdominal pain. Subsequently, a computed tomography (CT) scan was obtained which revealed right obturator artery bleeding. This bleeding was reported to be at a non-arterial puncture site. In response, coil embolization was performed to treat the intra-abdominal bleeding.

Manufacturer narrative:
This report was identified as a duplicate. Please reference regulatory report number 9612164-2026-01944 for information pertaining to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.